Manufacturer narrative:
(B)(4). Evaluation information: the flogard infusion pump was serviced on-site. A visual inspection, battery testing and a power on self-test were performed. During battery testing a battery low alarm was identified. The battery could not pass the 2.5 hour test. The battery was replaced to correct the condition. The pump passed all testing and was returned to good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During on-site service, the baxter service technician experienced a battery low alarm on a flogard infusion pump. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.